Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt no longer had right sided stimulation coverage. The pt was implanted for bilateral pain and te left side was receiving effective stimulation. Reprogramming was unable to resolve the issue, and there were 3 contacts with invalid impedances. It was reported the physician planned to undertake surgical intervention to address the issue at a future date.